Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 3 patient samples on a cobas 8000 c702 module. For sample 1, the initial glucose result from module 2 was 80.9 mg/dl. The sample was repeated 4 times on module 1 and the results were 114.9 mg/dl, 114.3 mg/dl, 123.4 mg/dl, and 148.7 mg/dl. For sample 2, the initial glucose result from module 1 was 147.4 mg/dl. The sample was repeated on module 2 and the result was 95.4 mg/dl. The sample was repeated again on module 1 and the result was 130.3 mg/dl. For sample 3, the initial glucose result from module 1 was 126.5 mg/dl. The sample was repeated twice on module 2 and the results were 80.1 mg/dl and 84.0 mg/dl. The sample was repeated again on module 1 and the result was 107.1 mg/dl.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) observed that there was crystallization on the cuvettes and exchanged them and the lamp. The fse adjusted the cuvette volumes and the photometer. The fse also observed expired filters. The customer performed calibration and qc successfully. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the customer's deionized water system maintenance was overdue. Water system requirements are within the customer's responsibility. The event was due to insufficient customer maintenance of the deionized water system.